Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery, and suture was used. During the procedure, it was found that the suture had come off the sponge, and had been exposed outside the paper folder before opening the package. The needle had not penetrated the paper folder. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.